Manufacturer narrative:
The reported low hv impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench, and no anomaly was found. The cause of the low hv impedance could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device and lead were replaced due to low, out of range, high voltage impedance. There were no adverse consequences to the patient.